Event description:
It was reported by service report that the bed exit module was broken, and the bed alarm could not be armed. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: bed exit module was broken and bed exit was unavailable. This user facility serves as the health care provider for one of the state prisons. As a results, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.